Manufacturer narrative:
(B)(4). Batch # r59p4j. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. Further analysis showed that the rotating knob was a little stiff, however the device nozzle rotated. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the dr. Used ec45a in vats wedge surgery, he found the rotation joint of ec45a was strict , he need to rotate the gun hardly, they had concern about it, so they changed a new one. No patient consequence reported.